Manufacturer narrative:
Based upon the lack of clinical assessment, the reported type iiib endoleak was not able to be confirmed and is inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not identified. The identification of a design or manufacturing issue is inconclusive.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure done in (B)(6) 2013. The patient was implanted with a bifurcated device and a suprarenal aortic extension. It was reported in (B)(6) 2015 the patient came in for a follow up. A computed tomography scan revealed blush of contrast above the bifurcated graft. A secondary procedure took place on (B)(6) 2015 where the physician elected to correct the endoleak by implanting an additional bifurcated device. The patient is doing well.